Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the reported issue and power management board (d670-00-1162) was replaced. Fse performed functional check of the batteries and confirmed the repair was completed. Operational tests performed with positive results. The fault did not involve operators/patients. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during stand by, the cardiosave intra-aortic balloon pump (iabp) does not charge. There was no patient involvement.